Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break occurred with the first proglide device. Another proglide device was used and when the proglide plunger was removed, no suture was present, a cuff miss occurred. Another proglide device was used and during suture retrieval the suture came out of the patient anatomy. Surgery was performed and the hemostasis was achieved using a vascular patch. The tavi procedure was postponed due to the issues with the proglide devices. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, suture tangles due to not completing full stroke of plunger or plunger pulled with excessive force due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.